Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program. Biomérieux internal investigation was conducted. Investigational testing was performed for one patient isolate submitted by the customer. - pcr mec a/mec c: pcr mec a positive (mrsa confirmed) - agar dilution (reference method): oxacillin mic = 0.5 mg/l susceptible - cefoxitin (fox) disc diffusion: diameter = 14 mm resistant - etest® fx : mic = 32 mg/l resistant - vitek® 2 ast-p631 cards (two customer lots and two random lots): oxacillin mic = 0.5 mg/l susceptible and cefoxitin screen test (oxsf) negative. Vitek® 2 oxacillin mic is in essential agreement with agar dilution, the reference method. Cefoxitin screen testing result is discrepant with kirby bauer (the reference method for the cefoxitin screen); the customer results with phenotype acquired penicillinase were duplicated. Complaint history was reviewed and no trends for this complaint were noted. There were no ncmrs related to this lot during the last 13 months. The investigation concluded that the patient isolate is an atypical strain for vitek® 2 system rapid phenotypic ast testing method. Genetic measurement techniques (pcr) and non-automated methods such as etest® and disc diffusion are more conducive to testing organisms exhibiting the observed behavior. H3 other text : device not returned to manufacturer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. A customer in (B)(6) reported (B)(6) results in association with the vitek&#59442; 2 ast-p631 test kit while testing a (B)(6) isolate. Testing via alternate method (cnr) obtained a result of oxacillin resistance. Sequence of events: on (B)(6) 2015: isolation of a strain of (B)(4) from one clinical sample. On (B)(6) 2015: vitek 2 provided result (B)(6) (from blood agar cos) . Patient was treated with ofloxacin and discharged from the hospital. For the customer, it was considered as a profile to be verified, and was tested by diverse phenotypic methods revealing a strain of (B)(6). On (B)(6) 2015: for patient safety, decision to report (B)(6) to the clinician. On (B)(6) 2015: confirmation by cnr of the characteristic (B)(6) (gene mec a presence). On (B)(6) 2015: retest of the strain on vitek 2 (B)(4) (from blood plate, ast card/lot identical to the first passage). There is no information available about current patient health status. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation was initiated.